Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the firing of the device stopped halfway during a thoraco/lobectomy procedure. There was an incomplete staple line that was fixed using another device. The status of the patient was reported as no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.